Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical system. The erroneous results were reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours followed by a qc run. Prior to the event, ise qc results have been within the lab's established ranges. The hotline instructed the customer to clean the cl tip and port, and also flush the flow cell with 10% na hypochlorite. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.